Event description:
It was reported that a failure happened in the hospital electrical network and the device turned off in approximately 10-15 minutes. Reportedly the device alarmed only when battery mode started. The patient went into apnea as a result. The patient died on day after the event. The cause of death has not been reported.

Manufacturer narrative:
The affected device was tested by dräger service and the log file was secured for detailed analysis. The log file shows that the device was not in ventilation mode on the reported date of event. However, the log file shows entries corresponding with the reported event on (B)(6) 2023. On that date the device switched over to ventilation on internal battery at 10:42 which was alarmed as specified. At 10:51 the device generated a high priority battery alarm and at 10:53 the device switched off due to a depleted battery. Afterwards the device was reconnected to mains power and continued the ventilation until it was switched off by the user at 11:19. In addition, the log shows that the device alerted the user that the internal battery life span limit has been reached on (B)(6) 2023. The affected battery was last replaced in 2021 and more than 2 years old. According to the IFU, the internal battery must be checked every 12 months and replaced after 2 years. Based on the investigation the device alarmed as specified and switched off due to a depleted battery. The battery was worn out and has to be replaced. We conclude that the patient death could not be contributed to a device malfunction. If the savina 300 is not connected to mains power or is not equipped with an external battery, the unit switches to the internal battery with audible alarm and displays the message "internal battery activated". During the discharging process savina indicates ascending alarm messages from ¿int. Battery activated¿ via ¿int. Battery low¿ to ¿int. Batt. Discharged¿. When the battery is completely discharged, the system shuts down and generates an acoustical power supply failure alarm. In case a ventilation is active at that time, the pneumatic system will open which reduces airway pressure to ambient pressure and spontaneous breathing would be possible for the patient. If ac mains supply is available again, savina automatically restarts and starts the ventilation immediately with the same parameters as before. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.